Event description:
It was reported that during a mildly tortuous proximal left circumflex (lcx) coronary artery stenting procedure the 3.0x18mm xience prime stent delivery system (sds) failed to cross the 95% stenosed, heavily calcified lesion. During crossing attempts, the shaft became kinked. Additionally, the sds broke outside the patients' anatomy and was removed without issue. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. Another 3.0x18mm xience prime successfully crossed the lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.